Event description:
It was reported that the patient presented to the clinic for an echocardiogram optimization. The left ventricular lead exhibited high thresholds and intermittent capture which resulted in pacing inhibition. It was determined that the lead had dislodged. The lead was explanted and replaced. The patient was well post procedure and would be monitored with routine follow up.

Manufacturer narrative:
(B)(4).